Event description:
A hosp employee was exchanging the hydrochloric acid cylinder. When he connected the tubing to the new tank and turned it on, the line exploded. (There is a tear in the plastic tubing and the woven metal material is shredded.)